Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level and needed assistance with low suspend setting. Customer stated they over corrected after meal and had a blood glucose of 53 mg/dl which was treated with food. Blood glucose level at the time of the call was 63 mg/dl. Customer declined troubleshooting for low reading. It was not noted if auto mode feature was active at the time of the event. The insulin pump was not replaced or returned for analysis.